Event description:
It was reported that the device was reached elective replacement indicator (eri) voltage level during an in clinic follow-up. Abbott technical support suspected the eri may have been false based on the current remaining voltage and alleged no malfunction against the battery of the device. The physician alleged the device was at normal eri and did not allege a malfunction against the battery of the device. A replacement procedure due to normal eri was attempted, however, the set screws were unable to be removed from the device. As a result a new system was implanted on the opposite side. The patient was in stable condition.